Manufacturer narrative:
Batch review performed on 31 august 2021: lot 177657: (B)(4) items manufactured and released on 23-jan-2018. Expiration date: 2023-jan-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 year and 10 months after previous surgery, the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully. The patient underwent a previous revision, competitor's devices were explanted.